Manufacturer narrative:
Terumo did not received the actual device, therefore, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the cardioplegia line came apart from the bubble trap. The perfusionist reattached the line and double-tie banded the connection. The product was not changed out and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.